Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Blood glucose reading went as high as 900 mg/dl. Troubleshooting was performed. Customer advised their settings were incorrect and their doctor needed to change their settings. Customer advised their settings needed to be adjusted. The customer¿s last blood glucose reading was 171 mg/dl. The insulin pump will not be returned for analysis.